Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were intermittently dropping off and was not appearing in the pyxis system. Users indicated that recurring outpatients or infusion patients who were admitted at the beginning of the month and continued to return throughout the month were not being discharged; however, as of three weeks into the month, these patients were still not visible on the pyxis stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer. Customer identified a setting under the devices menu that resolved the issue. Adjusted the configuration accordingly and verified proper system functionality and no further investigation was required. The system functioned as intended after the customer resolved the issue.